Event description:
A customer contacted heartsine to report that their device kept advising the user to attach the defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. It was reported that the patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine performed a clinical review of the reported event and determined that it is unknown if the device contributed to the outcome of the patient. Heartsine evaluated the returned pad-pak and observed that a locator pin was bent outwards, but this did not impede the insertion of the pad-pak. The root cause of the bent pin could not be determined. The pad-pak was archived by heartsine.

Event description:
A customer contacted heartsine to report that their device kept advising the user to attach the defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device has been returned to heartsine for investigation. Upon completion, the conclusions will be submitted in a follow-up report.